Event description:
The customer reported that following a ptca procedure in 2001, after a failed attempt at deploying a perclose sealing device, a vasoseal es was deployed. The physician did not note anything unusual about the deployment. The patient returned to the physician's office approximately one week later complaining of pain and claudication of the right leg. The physician performed an angiography of the right leg which revealed what appeared to be, the outline of two intact collagen plugs. The collagen plugs seemed to retain their original cylindrical shape. The pt was taken to the operating room and both collagen plugs were removed from the patient's artery. The surgeon cut the plugs in half and found that they had retained their stiffness and the center of the plugs were still white in color. No further complications were reported.